Event description:
Caller reported experiencing a cgm error. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and assisted the caller in performing it, after which the cgm error was resolved and the caller successfully started their sensor session.